Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced pericardial effusion. The ra exhibited dislodged. The right ventricular (rv) lead exhibited dislodgement, placement difficulty and perforation. The leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.